Event description:
It was reported that an ilet pump had a cracked screen at the edge that prevented the user from unlocking the device, and a replacement pump was provided with return instructions. Symptoms included no reported adverse clinical effects and blood glucose remained unaffected. Outcomes included continued diabetes therapy using the user¿s cgm and phone while awaiting the replacement and successful receipt of a replacement device. Investigation included customer service assessment and logistics review to facilitate replacement and return of the original device. Investigation of this case revealed a damaged display assembly consistent with physical damage leading to impaired device usability, which necessitated replacement. It was concluded, based on previously established findings for similar reports, that the cause was device damage due to external factors.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.